Event description:
Complainant alleged that the staff was setting up the unit to pace a pt (age,gender and condition unknown), but when they attached the multi-function cable and the pads to the device they immediately received a "pacer fault" message. They then attached the paddles and received a "paddle fault" message. They also received a "summary report fault" message. The complainant indicated that the unit was not attached to the pt when the fault messages appeared. The staff was able to obtain another device when the alleged malfunction occurred. There was no adverse effect on the pt.